Event description:
It was reported that the reamer blades would not secure to the reamer shaft properly.

Manufacturer narrative:
Eval summary: the two blades, as received, show evidence of circumferential scratching and wear. The condition of the mating instrument cannot be determined. Without further info or the mating parts, a determination cannot be made as to the cause of the issue. Eval: dimensions checked using functional hard gages and micrometers. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.